Event description:
IV tubing leaking with tpn hanging. A large puddle of IV fluids on floor near patient's bedside. Leakage was found at the orange tubing site, at the hub end of tubing before the t-piece.